Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Right knee infection [arthritis infective]. Not able to walk [abasia]. Right knee effusion [joint effusion]. Case description: initial info was received on 04/23/2008 from (B) (6) female pt, with a medical history of knee pain, who experienced a right knee infection, right knee effusion, and inability to walk after receiving synvisc. The pt received a series of synvisc injections in the right knee on (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008. The pt experienced an infection in the right knee after the first injection of synvisc. The physician removed fluid that was green in color and further analysis revealed an infection. The pt received cortisone injections with the second and third synvisc injections. The pt also received indocin. At the time of this report, the outcome of the pt was unknown. No further info provided. Qa results were received on 04/25/2008: the production and quality control documentation for lot # x0725 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot# x0725 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.